Event description:
During a planned maintenance vist, co svc representative noted output of vaporizer was not within spec. There was no reported pt injury. The unit was forwarded to co vaporizer svc ctr. The vaporizer was tested and the output was found to be low to MFR's specs. The unit was disassembled and corrosion was noted between the rotary valve anbd sump cover. Cause of the corrosion could not be determined. Initial report from the field 9/22/96. Confirmation of reportable event 9/5/96.